Event description:
It was reported that the patient¿s insulin pump ran out of insulin overnight, resulting in disconnection from therapy and subsequent hyperglycemia; the patient was guided through a full supply change with a new cartridge and infusion set and then resumed therapy, after which blood glucose decreased. Symptoms included elevated blood glucose with a reported peak of 313 mg/dl without associated dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without professional medical intervention, no use of backup therapy, no ketone testing, and return of blood glucose toward target following reconnection. Investigation included customer interview and troubleshooting with education on performing a complete supply change and resuming therapy. Investigation of this case revealed that the event was associated with therapy interruption due to an empty cartridge and not an alert or alarm condition. It was concluded that the device functioned as designed after supplies were replaced and that the hyperglycemia was attributable to a lapse in insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.